Manufacturer narrative:
Pump display properly after battery was inserted. No display anomaly or missing segments/partial display noted, however the screen had stained spots on lcd window.

Event description:
The customer reported that the insulin pump's display could no longer be read after moisture exposure. Blood glucose level at the time of the incident was 187 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.